Event description:
According to the reporter: the customer reports that the small balloon of the device is more difficult to inflate than usual. The user could not inflate the device and it was not used in the patient. Another device with different lot number was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4)